Manufacturer narrative:
Section d4, e2, h4: additional information. Manufacturer¿s investigation conclusion review of the log files provided by the account confirmed driveline fault alarms and pump stop events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log files contained data from (B)(6) 2019 to (B)(6) 2019. An evaluation of the log file between (B)(6) 2019 and (B)(6) 2019 revealed 50 driveline fault alarms. On (B)(6) 2019, the file captured two pump stop events while the patient was supported by the power module. The pump ramped back up to its set speed without issue following the events. The pump speed remained above the low speed limit before and after the pump stop events. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage. The account communicated that after the controller exchange, the patient experienced another driveline fault which cleared without intervention overnight. When the patient switched to the power module, the patient experienced a pump off alarm. The patient was placed back on battery power and was provided an ungrounded cable. It was also stated that they did not want to pursue a driveline repair. The account requested a no ground power module patient cable for the patient. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that system controller history interrogation performed by the hospital clinician revealed a driveline fault. Technical services reviewed the submitted log files, and requested that the healthcare professional perform a system controller exchange in order to compare the log file data. The patient was admitted. The system controller was exchanged and another driveline fault occurred overnight, and cleared without intervention. Also, when the lvad was placed on power module support, a pump off alarm occurred. The lvad was switched back to battery support. The patient was provided with an ungrounded patient cable. The healthcare professional reported that an external driveline repair would not be pursued. Technical services reviewed the submitted and confirmed that additional driveline fault events post-system controller exchange and the pump stoppages. Per technical services the pre- and post-system controller exchange log files showed the same wire being affected. These events were indicative of a driveline issue.